Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the ets45g instrument was apparently engaged and the instrument was unable to go back to the normal post firing position. More information to follow. There was no consequence to the patient.